Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42 with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided the caller with information on resetting the pump, and guided them through the process. After resetting, the cgm error code did not reappear, and the caller successfully started a new sensor session.